Manufacturer narrative:
During follow-up, the patient said she did not know the cause of infection and noticed no defects or malfunction with the f14 product. She began to need to catheterize more frequently and did not know that was a sign of an infection. She has no catheters left and is having to reuse them.

Event description:
Intermittent catheter patient (user) said she has a urinary tract infection (uti) and using about 14 catheters a day. During follow-up, the patient said she acquired a uti and was prescribed an antibiotic which she started taking and feels better even though she did not complete the full course yet.